Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized on (B)(6) 2021 due to a blood glucose level of approximately 350 mg/dl and high ketones identified as dangerous by healthcare professional. The customer attempted to self-address elevated bg via a correction bolus. Customer was treated with intravenous fluids of saline and insulin during hospitalization. System check with tandem technical support confirmed that the pump was functioning as intended. Customer was released from the hospital on (B)(6) 2021 with no permanent damage and issue resolved.